Event description:
It was reported that both svc and hvb lead impedance were greater than 200 ohms. The lead was replaced. No patient complications were reported as a result of this event. Additional information received reported there was no pacing or defibrillation output and the lead was fractured.

Event description:
It was reported that both svc and hvb lead impedance were greater than 200 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event. Additional information received reported there was no pacing or defibrillation output and the lead was fractured. Further alleged that the patient "experienced inappropriate and/or excessive shocking."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.